Event description:
An adverse event while the pump was in use. The pump was programmed on an unspecified date in the pca+continuous mode to deliver an unspecified concentration or morphine, with a 3mg/hr continuous rate, a 4mg pca dose, a 15 minute patient lockout and no 4 hour limit was selected. The customer contact reported that in 2005 at 2145, the nurses were checking on the patient and "found them unresponsive and very dark purple." The patient was treated with an unspecified does of narcan, "responded quickly," and was "waking up and talking after several minutes." No additional medical interventions were required. There were no reported adverse patient sequelae. The customer contact believes the patient might have been "hypersensitive" to the morphine. The customer contact stated, " the pump did exactly what we asked it to do. It didn't malfunction. "The pump was not removed from clinical service. Though requested, no additional information was provided.